Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezj0744 showed no other similar product complaint(s) from this lot number. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
On 1/11/2016 - sales representative stated that a hospital reported that they had a quality issue with a powerpicc solo. Additional information was requested from the facility. On 1/18/2016 - per report from nurse, PICC was placed on (B)(6) 2015 in the left basilic vein and trimmed at 46 cm. The external site was 2 cm. Staff removed the catheter on (B)(6) 2016 which came out in two pieces. Nurse went to assess the arm and catheter and reported that the left upper arm was warm to touch, red and swollen. Patient had increased pain with movement. Dressing with tegaderm was noted on the upper arm which was placed by the staff upon removal of the catheter. The catheter separated at 18 cm. When remaining catheter was placed together it began at 19cm. Nurse stated that it appeared to have a catheter tail located at 19 cm. The end of the catheter was trimmed at 42 cm. Staff previously trimmed the tip (46 cm) that was sent for culture. Between 30-31 cm, there is a clean slit.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter was removed in two pieces was confirmed, and the damage associated with the separation in the catheter appears to be use related. One 4 fr s/l powerpicc solo was returned for investigation. The catheter was received in two segments. The proximal segment consisted of the solo valve, extension leg, molded wing, and a 20.0 cm segment of tubing that extended from the distal end of the molded wing. The distal segment consisted of a 23.5cm segment of catheter tubing. A 1.1 cm segment of ballooning was observed in the adjoining ends of the catheter. The catheter was separated in two sections at the distal end of the ballooned region of tubing. The ballooning of the catheter indicates that the catheter was overpressurized. A 1.3cm longitudinal split was observed in the distal catheter segment across the 30 and 31 cm depth marks, which is also consistent with overpressurization. The surface of the longitudinal split was microscopically examined and was noted to be rough and granular, which indicates that the tubing split open as opposed to being cut with a sharp instrument. A functional test revealed that the proximal segment of the catheter was patent to infusion. The distal segment of the catheter was found to be occluded proximal to the longitudinal split across the 28 and 29 cm depth marks. It appears that the occlusion in the lumen led to overpressurization of the catheter. It was reported that the distal 4cm of the catheter were removed and sent for culture. The condition of the removed catheter tip is unknown. The wall thickness of the catheter was found to be within specification. No damage or defects related to the manufacturing process were noted on the returned sample. A recommended flushing and maintenance procedure is provided in the product IFU to prevent occlusions within the catheter. The IFU states, ¿if resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization. Refer to institution protocol for clearing occluded catheters.¿ the IFU also warns, ¿failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. Failure to warm contrast media to body temperature prior to power injection may result in catheter failure.¿